Event description:
Pt enrolled into the (B) (6) trial. Pt experienced prolonged hospitalization after prolonged bradycardia and hypotension following cas. Pt recovered without sequelae.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.